Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin delivery was stopped and the user believes that the cartridge ran out of insulin. Reportedly, an empty cartridge alarm occurred. The user's blood glucose (bg) level was 600 mg/dl. The user addressed bg level with a bolus. The user successfully loaded a new cartridge and resumed insulin delivery.